Event description:
It was reported that the pump battery would not charge, and attempts to resolve the issue with different outlets and charging cables were unsuccessful. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup insulin therapy to ensure continuous delivery.